Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further, the recipient suffers from a neurinoma eradication. Therefore it was already considered that the recipient might not have any hearing benefit from the device. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient is no longer wearing the audio processor.

Event description:
In situ measurements have shown channels affected by high impedance. There was some intraoperative eabr measurement at the implantation, however it was considered already that due to the neurinoma eradication the user might not have any hearing benefit from the device. The user does not have any other malformations or ossification of the cochlea. In april the user was to undergo a CT to check the position and potential anomalies. Imaging has not been made available, but the user has been advised to stop wearing the audio processor.

Event description:
In situ measurements have shown channels affected by high impedance. In april the user will undergo a CT to check the position and potential anomalies.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.